Manufacturer narrative:
The lot number was provided from the eeprom data. A device history record review was completed and documented that the device met all specifications upon distribution. UDI number is (B)(4).

Manufacturer narrative:
Our product evaluation laboratory received one swan ganz catheter with attached pressure tubing and monoject 1.5 cc limited volume syringe. All through lumens were clear and patent without any leakage or occlusion. No visible damage was observed from the catheter body or returned monoject 1.5 cc limited volume syringe. The balloon inflated but ruptured during testing, with the returned syringe, most likely due to deteriorated latex. Cracks were present throughout the surface of the balloon, which indicates latex deterioration. The pressure monitoring kit was not returned for evaluation. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of occlusion of the pa port was not confirmed, although latex deterioration was detected. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this issue. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event.

Event description:
It was reported that during use it was noticed that the pressures on this swan-ganz catheter were low, compared to the patient presentation. Trouble shooting was started and it was discovered that the infusing medication, propofol, was infusing through the pa port. The propofol backed up and it was suspected that the medication did not infuse into the patient. No patient injury. Patient demographics requested but not received.